Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is using replacement meter and strips. The customer is concerned with tests results of 71, 88 and 73 mg/dl. The customer was also concerned with results from the meter memory of 200 and 296 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. Product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).